Manufacturer narrative:
Evaluation results: visual findings observed indentations and sticky residue on the exterior housing. Both dust covers underneath the battery slots have been damaged. One of the enclosure screws at the lower end of the unit is missing, and a rattling sounds can be heard from inside when the unit is shaken. Evaluation of the unit found the unit did not send a signal to activate the light at the nurse call test fixture when weight was removed from the sensor pad due to nurse call pin 3 broke off or no longer connected to ground. Also, found that the mode button did not go into voice only and mute modes when the nurse call cable was plugged into the nurse call receptacle. Based on the age of the device and the physical damages observed , wear and tear likely contributed to the failure. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file# (B)(4).

Event description:
(B)(6) 2020 customer states they have 33 alarms that need to go through warranty replacement inspection. Customer states they do not know what is wrong with each alarm. So further troubleshooting was not possible. Customer did say the alarms were tested with new batteries and sensor pads in bio-med eng. Troubleshooting template has been completed and saved to the drive. Customer does not have gtin information. The date the issue was discovered is unknown and no patient incident or injury was reported.